Event description:
It was reported that the customer's insulin pump has battery longevity issue. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
Failed battery test alarm due to battery tube not plugged into interface board properly. Unable to confirm unexpected weak battery alarms due to failed battery test alarms. Cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.